Event description:
It was reported that after this system was implanted all lead measurements were stable. The patient had returned to the ward and seemed agitated and confused and it was noted that loss of capture was seen. The device was re-checked, and the pace impedance measurements had decreased and an increase in pacing thresholds was noted. An x-ray showed a possible micro dislodgement of this right ventricular (rv) lead. The patient was returned to the procedure room and ended up needing a new lead. No adverse patient effects were reported. The lead was expected to be returned.

Event description:
It was reported that after this system was implanted all lead measurements were stable. The patient had returned to the ward and seemed agitated and confused and it was noted that loss of capture was seen. The device was re-checked, and the pace impedance measurements had decreased and an increase in pacing thresholds was noted. An x-ray showed a possible micro dislodgement of this right ventricular (rv) lead. The patient was returned to the procedure room and ended up needing a new lead. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not confirm the allegation of a dislodgement although this was a known inherent risk of the device, while the other clinical observations were not confirmed.